Event description:
It was reported that the patient presented in clinic after receiving high voltage therapy. Patient received multiple shocks due to svt discriminator time out. The lead was diagnostically imaged prophylactically, externalized conductors were observed. No electrical anomalies were detected. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.